Event description:
It was reported while using bd 20ml luer lok syringes there was a hole in the barrel. There was no report of patient impact. The following information was provided by the initial reporter: we have had another report of a 20ml syringe having a pin hole, same lot as the others. S: micu rn--blood culture team member--attempted to draw a blood culture using a three way, 3 cc syringe and a 20 cc syringe with a 23 ga butterfly. He had collected the waste in the 3 cc syringe and was beginning to draw back on the 20 cc syringe which was filling when suction was suddenly lost. He realized that there was a pin-hole in the 20 cc syringe and as soon as the plunger moved beyond the hole he lost suction and aborted the draw.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with the molding process. Manufacturing personnel have been retrained and notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd 20ml luer lok syringes there was a hole in the barrel. There was no report of patient impact. The following information was provided by the initial reporter: we have had another report of a 20ml syringe having a pin hole, same lot as the others. S: micu rn--blood culture team member--attempted to draw a blood culture using a three way, 3 cc syringe and a 20 cc syringe with a 23 ga butterfly. He had collected the waste in the 3 cc syringe and was beginning to draw back on the 20 cc syringe which was filling when suction was suddenly lost. He realized that there was a pin-hole in the 20 cc syringe and as soon as the plunger moved beyond the hole he lost suction and aborted the draw.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.